Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. The fse that encountered the issue when reinstalling the pim, the top right corner captive screw snapped off inside the chassis floating insert. Broken screw was removed and replaced. Chassis floating insert threading was cleaned out. Pim was replaced. 30psi transducers were recalibrated. Pim leak test passed. Iabp was due for a scroll compressor replacement. However new assembly installed was producing unusual noises during compressor output/ performance testing. The fse replaced the scroll compressor. Both drive regulators were recalibrated and scroll compressor passed the performance test. Iabp passed all functional testing and electrical safety checks to factory specifications. The failure analysis and testing department received the compressor scroll and pim associated with this complaint. Compressor was received with a reported unit failure message of producing noise during compressor output tests. Pim was received with a reported unit failure message of captive screw snapped off. Performed visual inspection of compressor scroll received and compressor looks to be in condition. Performed visual inspection of pim and verified captive screw snapped off. Due to snapped screw the fat dept. Cannot be able to test pim. Pim failed testing. Installed the compressor into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department verified the failure message of compressor noise during output tests. The failure analysis and testing department could not be able to do compressor output test. Compressors scroll failed testing. Retaining pim and compressor in the fat dept., as per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) scroll compressor has out of box failure. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.